Event description:
It was reported from (B)(6) that before surgery, it was observed that the battery handpiece device was not functioning. According to the reporter, when the triggers were pressed, there was no power; just a very slight, low emitting electronic whirling was heard. The reporter indicated that the device was tested on two fully charged power module devices. However, the same issue occurred. The reporter stated that there was no alleged malfunction against the two power module devices. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear seized, jammed and was moving heavy. It was determined that the device failed the trigger function test. Therefore, additional pre-testing could not be performed. It was further observed that the interior mechanics appeared to be running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to impurity of the ball bearings (false defective). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.